Event description:
A hospital in (B)(4) reported that water leaked from the feedset vent of an mr290 humidification chamber before patient use and that a nurse confirmed the presence of a pinhole in the vent.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned and was visually inspected. Results: the visual inspection revealed a cut in the filter of the water bag spike. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the observed damage. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the spike filter was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).